Manufacturer narrative:
The ring was evaluated by the manufacturer and was found to perform according to its specifications, without any fault. No correction or remedial actions were taken. The cumulative leak rate found with the use of the car 27 device is within the low range reported in the literature.

Event description:
Initial intervention went well and the patient had some stool and bowel movement and left hospital, the patient felt some abdominal pain and came back to the hospital; CT scan was taken and a collection was seen between the rectum and vaginal wall. Laparoscopy revealed that the anastomosis was almost 50% open. The original anastomosis was taken out, the abdominal cavity was cleaned and a new anastomosis was performed with stapler. The patient was recovering well.